Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 & h11. Based on the results of the investigation reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a clogged brush tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the colonovideoscope had a clogged brush tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4. If additional information becomes available an emdr supplement will be submitted.